Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient presented for a routine device check. It was observed that the device could not be interrogated with a wand or programmer. It was noted that the device was subject to the advisory for premature battery depletion with implantable cardioverter defibrillator. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature depletion and no communication were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with field action in october 2016.